Manufacturer narrative:
Product ID: 8780, lot# 0207392494, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2015-08-24, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that no contributing factors that may have led to the motor stall were identified.

Manufacturer narrative:
Destructive analysis of the pump identified residue in the motor gear train and wearing on the upper shaft of gear number two. Visual inspection of the returned catheter identified there was damage to the transition tubing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot #: unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [2,000.0 mcg/ml] at a dose of 659.3 mcg/day via an implantable pump for spasticity. It was reported that the patient experienced intermittent motor stalls. The logs were read with the tablet programmer and showed the following events: on (B)(6) 2019 13:03, critical alarm - pump motor stall occurred; on (B)(6) 2019 16:14, pump motor stall recovery; on (B)(6) 2019 15:14, critical alarm - pump motor stall occurred; on (B)(6) 2019 07:11, pump motor stall recovery. The pump was replaced on (B)(6) 2019. It was noted that during the replacement the pump segment [of the catheter] on the returned product was "nicked." At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.